Manufacturer narrative:
Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: instrument sedi 40 (B)(4) was returned to the manufacturer for service with respect to the reported defects ¿ host communication errors and printer not working. The instrument was evaluated by visual examination and functional testing and no device problems were found. The host communication and printer worked as expected. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd sedi-40 had a hardware malfunction. The following information was provided by the initial reporter: "printer doesn`t work there is also an issue with sending data to lis. Printer doesn`t work ." There is also an issue with sending data to lis ¿ previously symbols and letters were ok, but now some strange symbols ( bugs) appeared ( attached). The it specialist from the hospital cannot clearly answer whether it is insufficient host inputs in the device or faults in the electrical installation - although for me it clearly looks like this - the device worked before and did not produce bugs. The it specialist confirmed that "our rs232 adapter / utp is melted inside, it also melted a piece of rj cable. It's hard for me to say whether it happened as a result of connecting to various electrical networks, or whether, for example, the sedi has such "power."